Manufacturer narrative:
The hvad is used for treatment not diagnosis. One controller and five batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The controller (B)(4) revealed that the device met specifications; the unit passed visual examination and functional testing. The returned controller did not have the smr upgrade. The reported event was confirmed via review of the controller log files, which revealed a loss of power on the reported event date. The controller may have been without power for up to eleven (11) minutes. At the time of the loss of power, battery (B)(4) was connected to power port one (1) with 32% relative state of charge (rsoc) and battery (B)(4) was connected to power port two (2) with 50% rsoc. The data point after the loss of power shows that battery (B)(4) on power port 1 was replaced by battery (B)(4) with 95% rsoc and battery (B)(4) on power port 2 was replaced with battery (B)(4), or the battery that was previously on power port 1. Based on this information, the alleged malfunction is in regards to battery (B)(4), which presumably was connected when battery (B)(4) was being exchanged for a fully charged battery. Review of previous data points revealed two separate instances where battery (B)(4) recorded a spurious safety alert value (saw), indicating a communication error had occurred in the past fifteen (15) minute interval. Based on this observation, it's possible the patient experienced a communication error between the controller and battery at the time of the event. This may have led to an accidental disconnection of battery (B)(4), causing a loss of power. The manufacturer has opened an internal investigation for communication errors between the controller and batteries. This is one of six reports (3007042319-2016-01930, 01931, 01932, 01933, 01934 and 01935) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the hvad system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a ']vad stop'. A "vad stopped" alarm will activate if the pump driveline is not connected to the new controller within 10 seconds. This alarm will resolve once the pump driveline is connected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of six reports (3007042319-2016-01930, 01931, 01932, 01933, 01934 and 01935) submitted for devices related to the same event.

Event description:
It was reported that patient observed "power disconnect" alarm, although batteries were connected. During the exchange of the defective battery the second one was also lost, followed by a pump stop and loss of consciousness. After connecting the two other batteries the pump started again and the patient was regaining consciousness. Patient had well tolerated the controller exchange. Controller and batteries were exchanged and no additional information provided.